Event description:
Complainant alleged the clinicians were treating a patient (age and gender unknown) who had coded. The clinicians attempted to monitor the patient in leads, 1, 2 and three, but the device screen failed to display the patient's heart rhythm. The clinician also attempted to pace the patient's heart rhythm, but the patient did not receive any pacing pulses. The clinicians then obtained another device and successfully treated the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. The complainant reported that prior to the event coffee had inadvertently been spilled into the device.